Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a routine device replacement procedure, the lead right ventricular (rv) lead showed increased pacing impedance measurements up to 2144 ohms for approximately 4 months, the threshold measurements were high at 8 volts at 0.9 milliseconds and sensing was at 8.6 millivolts with short v-v intervals due to a fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.